Event description:
In a conversation with the risk manager on 12 november 2009, she states, the patient complained of no weight loss despite the band being at maximum fill. In 2009, an upper gi was done with contrast, and it was noted that the flow of contrast went around the band. The patient was taken to surgery and endoscopy was done to rule out band erosion. The band had not eroded into the stomach. The buckle of the band was cut and the band was removed. The upper portion of the stomach was submerged in saline and no leaks were found. The fundoplication was taken down. The op notes states the surgeon used two sutures during the initial plication. The instruction for use (IFU) states to use a minimum of three sutures. A fistula was not seen, but the surgeon speculated that this was the only explanation for the contrast flow around the band. The band was explanted. The patient underwent roux-en-y surgery one week later, and is reported to be doing fine.

Manufacturer narrative:
Date sent: 11/12/2009device was not returned for evaluation.